Event description:
I went to my dr for a f/u on my lab work. I was notified that over the last few visits there is a slight drop in my blood pressure, borderline low. This is consistent with a healthier diet and exercise; however, it has been causing dizziness, fatigue, and confusion. After the hysterectomy in 2016 for essure removal, I have been experiencing lower abdominal pain equivalent to sneezing your insides out through your muscles. Hair is falling again 3 years after removal, and I have begun to have allergies that were never present before. FDA safety report ID# (B)(4).